Manufacturer narrative:
The account's maintenance replaced the scale board and the positioning and out of bed modes work, but the exiting mode does not. Repairs have not been completed.

Event description:
The account's maintenance alleged that he cannot arm any of the pt positioning monitor (ppm) modes with a stryker mattress on the bed. When using a hill rom mattress he can arm the positioning and out of bed modes, but when he takes the weight off the bed the led flashes, but doesn't alarm.